Event description:
Patient sample run on the cell-dyn 1700 analyzer in 2005 gave a hemoglobin (hgb) result of 6.2 g/dl. The result was reported and was questioned by the physician. The patient sample was repeated the next day and the hgb was 13.? G/dl (the account did not have the exact value). There was no impact to patient management.